Event description:
Had breast augmentation (B)(6) 2014. (B)(6) of 2015 started having symptoms like raynaud's and cognitive issues. By (B)(6) of 2017, had a positive ana of 1:320. Was referred to a rheumatologist and diagnosed with mixed connective tissue disease with probability of lupus/scleroderma. My symptoms continue to get worse and my health continues to decline. I have over 20 symptoms at present. Autoimmune symptoms, hair loss, depression, anxiety, heart palpitations, chronic fatigue, painful joints, muscle weakness and muscle loss, skin changes, blurry vision, declining eye sight, ears ringing, orthostatic hypotension, weight gain, rapid and premature aging, memory loss, brain fog, loss of concentration, weight gain, ibs, nasal ulcers, irritability, mood swings. FDA safety report ID # (B)(4).